Event description:
Customer reportedly obtained results of "hi" and 442 mg/dl while unconscious. Paramedics were called and arrived within 10 minutes, treating customer with an IV (contents not provided) for low blood glucose. Requested return of suspect system and replacement was sent.